Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was an issue with the labels lifting off of the tubes. 1000 tubes were reported to have this condition. The following information was provided by the initial reporter: label lift.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was an issue with the labels lifting off of the tubes. 1000 tubes were reported to have this condition. The following information was provided by the initial reporter: label lift.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.